Manufacturer narrative:
(B)(4). Pump received with cracked battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked reservoir tube, cracked case reservoir tube window corners, cracked case near display window corners, missing end cap sticker and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage.

Event description:
The customer reported via phone call that when changing the set a piece broke off the reservoir compartment. The customer's blood glucose was unknown. The product was returned for analysis.